Event description:
It was reported that this right atrial (ra) lead exhibited overensing of noise , causing atrial tachy response mode switches. Surgical intervention was performed and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited overensing of noise , causing atrial tachy response mode switches. Surgical intervention was performed and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.